Event description:
The pt was reportedly experiencing sound quality issues and facial twitching. The pt is considering explanting the device. Advanced bionics is in the process of gathering more info.